Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head experienced error e224 camera communication error. This issue occurred during inspection for use. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h4, h6 and h11. The device was returned to olympus for inspection. And the reported malfunction of white balance issue was not confirmed while the reported malfunction communication error (e224) was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: cracked focus ring and watertightness failure of focus ring. A definitive root cause could not be identified. Based on the results of the investigation, the cause of the reported malfunction communication error (e224) was a connection failure of the cable unit and also a component failure. Additionally, the cause of the additional malfunctions cracked focus ring and watertightness failure of focus ring was also traced to be a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.